Event description:
A surgeon reported that during intraocular lens (iol) implantation, the haptic of the iol because caught in the cartridge of the delivery system and tore. The incision was enlarged to facilitate removal of the iol and the patient developed corneal edema.